Manufacturer narrative:
On september 29, 2020, mentor became aware that the patient's correct date of birth is (B)(6) 1987. Section a 2. Date of birth has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient who underwent breast augmentation revision with two 700cc mentor smooth round moderate plus profile saline breast prostheses, experienced change in both breasts, more visible in the left breast, rippling in both and a decrease in volume on the left breast. Patient suspected left breast deflation because it looked like it was only 200cc to 300cc. Finally, the patient stated that when they rest on their back, the implant shoots up and fat just lays down. As a result, the patient underwent bilateral removal on (B)(6) 2020. This medwatch form is for the right breast prosthesis.